Event description:
Account alleged that the bed will not go into trendelenberg.

Manufacturer narrative:
Account replaced the switch for the trendelenberg function, but the problem remains. Technician asked account if the electronics pan was secured up under the bed and it was. Technician suggested to the account that the problem is either in the logic board or the cable that runs from the logic board to the nurse control panel. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.